Event description:
Medtronic received information regarding a guidance system being used during a sacroiliac and thoracolumbar procedure. It was reported that during surgery (l5-s1 lumbar fusion) the screws on both sides of l5 were lower than planned so the surgeon had to re-do the screws using medtronic navigation and imaging. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information received from a manufacturer representative indicated that the trajectories were deviated 2-3 millimeters (mm).

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Section a) patient weight was reported to be "around 160-170 pounds" and patient age was reported to be "17-18 years old". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.